Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreaticoduodenectomy, the second reload was loaded to the handle, and the knife did not advance when the surgeon fired the device. It was also reported that during the setup, operation, the display was visually checked and was found that all the indicators of handling, adapter and reload were green (normal status). There was also no difficulty in connecting the devices at the time of the setup. A new reload was used to complete the case. There was no patient injury.